Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
2 each 82-1749 catheters failed along with 1 each eds 3 drain 82-1731. The patient got an infection while using our product and would like the products replaced. They were discarded before I could get lot numbers.